Event description:
Per the clinic, a CT scan revealed the incorrect placement of the electrodes. The device was explanted on (B)(6) 2025, and the patient reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.